Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose levels of 33 mmol/l. The customer's current blood glucose was 7.6 mmol/l at the time of incident. The infusion set of the insulin pump had bent cannula. The customer treated the high blood glucose level with insulin pump. Troubleshooting was not performed for high blood glucose. The customer was advised to change the infusion set. The device is not expected to be returned for analysis.